Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. (B)(4).

Event description:
It was reported the patient experienced a shocking or jolting sensation. It was noted impedance testing and reprogramming were performed. It was reported the shocking suddenly started two weeks prior to report. It was noted the jolting occurred at the right side of the head when turning right and the left side of the head when turning left. It was reported all impedances were within normal limits.